Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This event is associated with the glow clinical trial. It was reported that a female patient who underwent revision-augmentation surgery with mentor glow study gel devices 790cc on (B)(6) 2019. Adverse event # 1. Hematoma, (right side, implant serial number: (B)(4). Date of implant: (B)(6) 2019). On (B)(6)2019, she presented with hematoma, which required evacuation of right breast hematoma on (B)(6) 2019. On july 18, 2022, mentor became aware that right side serial number was reported as (B)(4) which is the left side device. The right side device serial number is (B)(4), which is updated on this form. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.